Event description:
Zoll customer support contacted a (B)(6) male pt to exchange his electrode belt. The pt's download revealed numerous therapy placement notify alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (therapy pad placement alarms) has been confirmed. Upon evaluation, there was an open pulse wire inside the cable connecting the distribution node (dn) to the ECG electrode b. The cause of the therapy pad placement alarms is the damaged pulse wire. The root cause of the damaged wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged wire. The pt received a replacement electrode belt.